Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, the rse found that the system was not switching on via review module. The user was able to switch on the system via m cabinet. To resolve the issue, the rse recommended replacing the review module; however, the customer opted to operate the system without it. The system was functioning in good working order without the review module. The codes were updated based on the investigation outcome. Evaluation method code was corrected.